Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair though a proximal neck had angles, and the procedure was conducted as labeled. The final confirmatory angiography confirmed some endoleaks. (Act 200 approx 350). For proximal type I, additional ballooning was performed with coda for further sealing. Also, large stent of another MFR was placed at proximal neck. Since type iii endoleak was also suspicious, two pieces of express stent and an iliac leg were additionally placed at left junction part. (1820334-2011-00318). The leak was reduced but remained. The procedure was abandoned at the point, and the physician decided that he would judge the treatment courses after CT taken at a later date. There has been no pt outcome provided by the rptr and images will be provided at a later date. Update on (B)(6) 2011 - angiography taken at a later date confirmed that the endoleak was solved. No additional treatment will be attempted. However, since there were many endoleaks observed during the procedure, there are doubts about mid-and-long term effectiveness. The follow-up should be continued. Once any problem observed, additional treatment will be conducted.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.